Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that his dad's insulin pump was not working. The customer's blood glucose was high level of 400 mg/dl. The product was not returned for analysis.